Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side rupture of textured implants and implant exchange due to the concerns with product. Device has been explanted.

Event description:
Patient reported left side rupture of textured implants and implant exchange due to the concerns with product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.